Event description:
Customer called to report the pump did not have an audible tone. Troubleshooting was performed. The "audible" could not heard. Also it was stated that the adhesive of the back door was not working properly and the reservoir was loose.